Manufacturer narrative:
The investigation is underway.  Please reference related manufacturer report no: 2015691-2020-14406.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach. Significant resistance was encountered advancing the delivery system and valve through the sheath. Per the fluoroscopy it appeared the valve perforated the liner of the sheath. Surgical intervention was required to remove the devices. The devices were exchanged, and another 26 mm sapien 3 ultra valves was prepped and successfully implanted. The patient was in stable condition post procedure. Per medical opinion, the valve caught on the expandable portion of the sheath. Per pre-deco engineering evaluation a liner tear was observed on the esheath and the inflow valve strut was slightly bent. The iliofemoral arteries are of good size and show a significant calcified atherosclerotic burden, no noticeable tortuosity, no focal stenosis. The distal common femoral arteries measure 10mm on each side with calcification.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-14406. The valve was returned with the commander delivery system and sheath. The valve was stuck within the sheath and the crimped valve was partially on the inflation balloon. Procedural imagery provided by the site found the valve appeared to be protruding from the esheath. The outflow side of the valve appeared compressed. Visual inspection found a bent strut on the inflow and outflow side of the valve. Gouges were observed on the delivery system flex tip. Due to the condition of the returned device no functional or dimensional testing was able to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the valve is visually inspected and tested several times. During manufacturing the valve was 100% inspected. During final inspection the valve frame underwent 100% inspection by both manufacturing and quality. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for frame damaged during use was confirmed from the evaluation of the returned device. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿high resistance was encountered when advancing the commander delivery system with crimped valve through the esheath and on fluoroscopy, it was seen that the valve protruded through the esheath seam.¿ per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ the presence of calcification in access vessel can create a challenging pathway for delivery system advancement through the sheath requiring a high push force. As such, advancement of delivery system and valve may require high push force, which led to the observed frame damage on the inflow side of the valve. During returned device evaluation, gouges on delivery system flex tip was observed, which indicated excessive device manipulation. Furthermore, frame damage was observed on outflow of the valve. This was likely caused by the high push force and/or excessive device manipulation during attempts made to withdraw the delivery system and valve through esheath. The complaint event was confirmed. No nonconformance was identified that may have contributed to this complaint. No labeling/IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.